Event description:
The pt stated that for the "past couple of months," her blood glucose values have been higher than normal. She stated that her blood glucose values have been around 200 mg/dl. She reported a normal range of 78-90 mg/dl. She then mentioned that she observed a blood glucose value of 475 mg/dl, which she believed to be due specifically to an air bubble she observed in her infusion set tubing. During inspection of the tubing, she found the bubble, which she removed by disconnecting from her infusion site and priming the infusion set tubing, as well as changing her infusion site. She reported symptoms of elevated blood glucose including thirst, "fruity" taste in her mouth, and fatigue. She then stated that since her blood glucose values began running high (around 200 mg/dl), her infusion device has consistently been "losing about 1 or 2 minutes" on the device clock within a few days time. She stated that she has to correct the clock on her infusion device 3-4 times per weeks because of the loss of 1-2 minutes. She did not report basal rate changes or discussing the consistently elevated blood glucose with her physician. Based on her blood glucose levels and the time issue, she agreed to transition to her back up infusion device. The primary infusion device was requested to be returned for evaluation. The pt did not require medical assistance from a healthcare professional or second party to address the issue.